Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, a white sureform 60 reload staple line was incomplete, requiring subsequent procedures. The surgeon reported using a blue sureform 60 reload with seamguard for the stomach pouch and a white sureform60 reload for the vertical staple line. There were no reported errors or complications with the sureform 60 stapler instrument compression or firing sequence; the staple lines looked complete. The procedure was completed robotically without any intraoperative complications. On postoperative day one, the patient went into septic shock, and bile leakage was observed from the incision sites. As a result, the patient underwent a second robotic procedure. The surgeon identified a staple line failure at the vertical aspect at the gastric remnant where the white sureform60 reload was used. The staple line was incomplete and had fallen apart. As a result, and the entire staple line was repaired with v loc sutures. Then on postoperative day two the patient underwent another robotic procedure and a partial gastrectomy was performed. A week later, the patient required a fourth robotic procedure for a washout of the abdomen. The patient was transferred to a different hospital for higher acuity of care. The patient developed abdominal wall necrosis secondary to the bile leaking from the incision sites. The patient is still hospitalized and will require rehabilitation; a full recovery is expected.

Manufacturer narrative:
The sureform60 stapler instrument log reveled the following: the stapler instrument was installed on the system 7x and fired 7 reloads (2 white, 2 blue, 3 white, in that order) on installs 1 and 2, the first clamp was successful, and the firings were completed with no pause, and 1 pause for compression, respectively. On install 3, the user made two incomplete clamps, stopping at ~64% and ~68% completion, respectively. The user also aborted three clamp attempts, before a successful clamp was made and the firing was completed with 1 pause for compression. On install 4, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 5, the user made eight successful clamp attempts before the firing was completed with 3-4 pauses for compression. On install 6, the first clamp was incomplete, stopping at ~61% completion. The next clamp was successful, and the firing was completed with 1 pause for compression. On install 7, the first clamp was incomplete, stopping at ~94% completion. The next clamp was aborted by the user. The third clamp was successful, and the firing was completed with 1 pause for compression.